Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified vessel below the knee. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed from the patient without any problem and the procedure was completed with another of the same device. No patient complications were reported and the patient status was good.